Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4) g7 osseoti 3 hole shell 50mm d, lot# 6178290, (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during total hip arthroplasty the liner would not seat in the cup. Surgery was completed with back up liner. No adverse event noted to patient. Attempts were made for additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. . Visual inspection found damage to the barb and scallops. The barb is scraped in 2 locations on opposite sides of the liner. A scallop near one of the barb scrapes has been sliced. No damage was observed on the outer radius of the liner. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.